Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist sent a letter and has reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2009, the patient alleged that his onetouch ultralink meter had prompted "error" with no specific number at 10 p.m. On (B) (6) 20009. Note: a prompt containing with word error always contains a number from 1-5 after the word denoting the issue. Other messages without the word error inform the user the blood result is above 600 or below 20; out of operating temperature range; or low battery. Six hours later (presumably 4 a.m on (B) (6) 2009), the patient was vomiting and had diarrhea. The patient, who receives insulin through an insulin pump, allegedly took no action and received no medical intervention. There is no indication the product contributed to injury since the patient's symptoms do not meet criteria for serious injury and no medical intervention was received. Because the cca was unable to resolve the alleged issue, the complaint is reported. The cca replaced the meter, strips, and control.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.